Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status and replaced with another boston scientific ICD. Upon receipt at boston scientific's reliability assurance laboratory, engineering calculations determined this device did not meet expected longevity predictions as described in labeling.